Event description:
Pt underwent carotid artery stent implantation and developed a fever post procedurally. This is a pt with unk medical history. The target lesion was right internal carotid artery described as non-calcified and the rate of stenosis was not reported. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unk balloon. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unk balloon. The procedure was successfully completed, and the pt left the angio suite neurologically intact. The day after the procedure, the pt developed a fever. The pt was given antibiotics, cefazolin, and recovered by the next day. According to the physician, there was no casual relation between cas and the event. The stent remains implanted thus, is unavailable for analysis.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Fever is a known potential adverse event associated with interventional procedures. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. In this case, the physician states there was no causal relationship between the device and the event. Review of the info suggests that pt and procedural issues may have contributed to the reported event.